Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received unspecified low readings on the sensor and self-presented to an emergency room. A hcp meter reading of 400 mg/dl was obtained compared to a sensor reading of 50 mg/dl and customer was provided unspecified treatment by the nurse. No further information was provided and attempts to gather additional information has thus far been unsuccessful. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.